Manufacturer narrative:
(B)(4). The initial medwatch form indicates: the facility biomed evaluated the device and reported that he had to push the charge button on the paddles hard for it to respond. The biomed used another newly purchased set of paddles with the device and observed proper operation. Physio-control anticipates the device return for evaluation and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch form should indicate: the facility biomed evaluated the device and reported that he had to push the charge button harder than normal on the defibrillation paddles, for it to respond. The biomed used another newly purchased set of paddles with the device and observed proper operation. The device was then returned to physio for additional evaluation. Physio-control evaluated the device and has been unable to verify the reported failure. The hard paddles assembly was not returned to physio-control. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56 supplemental information: physio-control further evaluated the returned device and has been unable to duplicate the reported failure. Physio did observe that the device battery was low but it is unknown if this was related to the reported failure to charge defibrillation energy. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that the device failed to charge either from paddles or from the device front panel during a patient event. The device was in use during a catheterization procedure and the patient was in ventricular tachycardia (v-tach). The nurses that were operating the device did not have electrodes and were using paddles to provide care. The operators were eventually able to charge and delivered a defibrillation shock to the patient. The patient survived the event.

Manufacturer narrative:
(B)(4): the facility biomed evaluated the device and reported that he had to push the charge button on the paddles hard for it to respond. The biomed used another newly purchased set of paddles with the device and observed proper operation. Physio-control anticipates the device return for evaluation and continues to investigate the reported event.physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.